Event description:
A renegade hi flo catheter was going to be used for a therapeutic chemotherapy embolization. Before the procedure, while trying to remove from plastic holder, the catheter broke. The procedure was completed with another device.